Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the gear clamps to the sieve beds were leaking.

Manufacturer narrative:
Upon furthur review, it was determined that the correct manufacturer awareness date was (B)(4) 2014, not (B)(4)2014 as previously reported.